Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2026 has been used as a placeholder. Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history was reviewed, and no nonconformities were found that would have led to the reported complaint.

Event description:
Event occurred regarding a 32 cm (13") ext set w/4-way stopcock, check valve, rotating luer where a leak was observed at the screw connection between the catheter and the connector. The central venous catheter (cvc) connector was replaced, allowing the patient to resume infusion. An initial suspicion of leakage was raised. This event has occurred several times recently. Patient involvement is unknown.